Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the quick bolus function would only work intermittently. Customer's blood glucose level ranged between 414-415 mg/dl. At the time of the report, the quick bolus function worked as intended.